Event description:
A customer reported a past event of low blood glucose, suspected to have been caused by an over-administration of insulin. The lowest blood glucose level recorded was 40 mg/dl. The customer treated this by consuming glucose tablets and apple juice. The control-iq feature on their pump was active at the time. The customer was advised to consult a healthcare professional to discuss factors affecting their blood glucose levels.